Event description:
The patient contacted lfs alleging an error 4 message on their one touch verio pro meter. The patient was unable/unwilling to further troubleshoot on their meter. The alleged issue was not resolved and meter was replaced. The complaint is being reported due to the alleged error 4 message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.